Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx rx coronary, drug eluting stent was used to treat a moderately tortuous, severely calcified ostium proximal diagonal branch. The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre dilated. The device did pass through a previously deployed stent. Excessive resistance was encountered when advancing the stent. Excessive force was used during delivery. It was reported that the stent could not cross the lesion. When the device was pulled back, the stent dislodged from the delivery system in the patient's radial artery just above the sheath. A snare was used to remove the stent. Patient is alive with no injury.